Event description:
Medtronic received information that approximately eight years and eleven months following the implant of a non-medtronic surgical valve, patient presented with suprasystemic right ventricle (rv) pressure likely related to left pulmonary artery/right pulmonary artery stenosis was reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)